Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The hinge line is broken, and the connector is split into two parts. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hinge line of epifuse split at the first hour using on the patient. This problem was resolved by replacing with a new kit. There was no medical intervention required. There were unknown patient harm or adverse events reported.